Event description:
It was reported that the patient experienced loss of stimulation after having a back surgery by different surgeon unrelated to original pain. It was noted that the leads were migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5131408.